Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining false positive bhcg (beta - human chorionic gonadotropin) results above the normal reference range for two patients generated by the access 2 immunoassay system. Subsequent testing on an alternate instrument and with an alternate specimen type (serum) produced lower results within the normal reference range for both patients. No erroneous results were reported outside the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The bhcg sample was collected in 5ml bd lihep plasma tube without a gel separator and centrifuged for nine minutes at 3900 rpm. Per the customer provided qc charts, both levels of bhcg qc were within the customer's established ranges prior to and on the day of the event. A routine system check was performed by the customer on (B)(4) 2010 which passed within instrument specifications. Customer technical support (cts) offered to set up a service call to verify the instrument, but the customer declined the offer. A definitive root cause has not been determined to date for this event.